Event description:
It was reported that chest pain occurred. The approximately 95% stenosed target lesion was located in a moderately calcified, moderately tortuous, mid right coronary artery. Following pre-dilatation, the 32 x 2.25 promus premier stent was implanted and post-dilated without any issue. Several hours later, the patient complained about chest pain. The patient was returned to the cathlab, and the physician believed there was a plaque protrusion through a stent strut. The stent was post-dilated and no further patient complications were reported. The patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).